Manufacturer narrative:
(B)(4). Date of initial report: 04/06/2015. Visual inspection found no defects. Investigation found that the device was not latched when received. The handle was latched and unlatched without difficulty. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly in the knife track. The trigger retracted smoothly and released properly. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. Covidien was unable to confirm the customer¿s report.

Event description:
The customer reported that the knife blade would not retract once it was used. No tissue damage. Oozing/bleeding noted. No patient injury reported. The handle was released forcibly to open the jaws. Device was received for investigation and knife blade was not exposed.